Manufacturer narrative:
The subject device was returned to (B)(4) for evaluation. Based upon the evaluation of the subject device by (B)(4), the phenomenon did not duplicate. Further evaluation found corrosion mark inside the venting connector and video connector. The subject device passed the leakage test. The manufacturing history was reviewed, with no irregularities related to this problem noted. Based on the above result, it could not be ruled out as a contributory factor of the event that the leakage detection tube or the packing was damaged, or the leakage tester was not connected securely to the subject device.

Event description:
Olympus medical systems corp. ((B)(4)) was informed that after one hour from the start of laparoscopic esophagus treatment, the image of the subject device became abnormal such as endoscopic image showing color bar signal and the video system center showing error. The subject device was disconnected and reconnected to the video system center, but there was no improvement in the display. The subject device was replaced with a backup instrument and the procedure was completed. There was no patient harm reported.